Event description:
There was a defect in the drip chamber. It was not possible to deliver 60 drops per ml. Estimated delivery was closer to 100 drops per ml. There is a small pin in the drip chamber where the solution emerges and it appeared to be about 50% occluded.